Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 44mg/dl. The customer was treated for the low blood glucose with glucose. Troubleshooting was performed customer states the alarm did not occur immediately after a battery change. Customer does not report consecutive change sensor alerts with different sensors. The product will not returned for analysis.